Manufacturer narrative:
Concomitant medical products: 1888tc-52, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's alert tone was sounding. It was determined that the implantable cardioverter defibrillator (ICD) had triggered a magnet alert. The ICD remains in use. No patient complications have been reported as a result of this event.